Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged one day post implant and exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition during and post implant.